Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging between 200's mg/dl to close to 400 mg/dl and small to large ketones considered dangerous. Manual injections were administered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.